Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I suffered for years until I got a hysterectomy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 8 years. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced night sweats ("night sweats"), hot flush ("hot flashes") and abdominal distension ("I still feel bloated"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, night sweats and hot flush outcome was unknown. The reporter considered abdominal distension, hot flush, medical device removal and night sweats to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: adverse event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: reporter added. Event 'adverse event nos' was re-coded to 'hot flashes' and 'night sweats'. On 23-mar-2020: fu1 + fu2 together. On 23-mar-2020: social media received. New event "I still feel bloated" was added. Duration of implantation was added. New reporter was added. On 23-mar-2020: social media received. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.